Manufacturer narrative:
Date of occurrence: (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor experienced a no flow event after connecting to the patient. The infusor was filled with ceftadizim and nacl 0.9%. There was no reported patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: april 28, 2016 - april 29, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow test was performed and passed successfully with no issues relating to the reported condition. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.